Manufacturer narrative:
The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma alcl and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. Article citation: "how common is breast implant-associated anaplastic large cell lymphoma?" Ben naftali yeela, barnea yoav, barnea yoav, clemens mark w, bar-meir eran, bar-meir eran; the israel medical association journal : imaj; august 2019; vol. 21, no. 8, pp. 3.

Event description:
Healthcare professional reported in article "how common is breast implant-associated anaplastic large cell lymphoma?" A patient that presented with lymphoma alcl, on an unknown side, 7-12 years following implant. Initial symptom experienced was seroma. Fluid collection was sent for cytology which identified cd30+ and alk- markers. A capsulectomy was performed and the device was explanted approximately 14 years following implantation. "How common is breast implant-associated anaplastic large cell lymphoma?"; the israel medical association journal : imaj; august 2019; vol. 21, no. 8, pp. 3.